Manufacturer narrative:
This report is for the first device which has been returned to the factory for eval. A supplemental report will be submitted once the device eval is complete. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).

Event description:
The hospital reported that during endoscopic vein harvesting procedures, three hemopro 2 devices were not operating correctly. It was reported that the toggle switch was sticking on the first device and it had to be manually turned off. The second device was reported to have been smoking excessively. On the third device, the heater element partially detached from the jaws. Replacement devices were used to complete the procedures. The hospital did not report any pt effects. Refer to MFR report #'s 2242352-2012-00115 and 2242352-2012-00116 for the related reports.